Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h5, h11.

Event description:
The following was reported to hamilton medical ag: summary: loss of external power in stand-by mode.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h5, h11. A detailed investigation was performed by an expert from the technical service: the allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root-cause for the power supply alarms has been a defective power supply (pn 160600). The problem was corrected by removing and replacing the power supply. There was no reported harm to patient, user or third party.

Event description:
The following was reported to hamilton medical ag: summary: loss of external power in stand-by mode.

Event description:
The following was reported to hamilton medical ag: summary: loss of external power in stand-by mode.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing.